Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned system controller contained approximately 2 days of data combined ((B)(6) 2021 per the timestamp). A controller fault alarm activated on (B)(6) 2021 at 11:30:18 due to a backup battery test circuit fault. The backup battery test circuit fault activated due to the unloaded backup battery voltage being measured above the acceptable voltage. The driveline was disconnected on (B)(6) 2021 at 11:35:45 and both power cables were disconnected at 11:36:32. The power cables were both reconnected at 11:37:45, and the driveline was reconnected at 11:38:11. The disconnection and reconnection of the driveline and power cables are consistent with the provided information that the patient initially attempted to exchange the controller, but then reconnected to the same controller. The controller fault alarm resolved on (B)(6) 2021 at 11:39:16 due to a load test being performed and the unloaded backup battery voltage being measured within specification. The driveline was disconnected again on (B)(6) 2021 at 10:18:28, both power cables were disconnected at 10:19:01, and the controller was put into sleep mode at 10:19:04; these events are consistent with the controller being exchanged. No additional events captured in the log file after the controller was put into sleep mode. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench advisory light up on (B)(6) 2021. A message on the system controller told the patient to exchange the system controller. The patient attempted a system controller exchange. The patient disconnected the driveline from the system controller, but reconnected to the same controller. After a few minutes, the yellow wrench advisory disappeared. The patient came into the clinic. The system controller was exchanged, and the patient was discharged home.